Event description:
The patient experienced increased pain. X-ray revealed that the catheter had pulled back to the insertion site. In 2009, the distal portion of the catheter was replaced and the patient received an intrathecal infusion. One week later, the patient was getting good pain relief.

Manufacturer narrative:
Results: catheter.